Event description:
Additional information was received from the surgeon that the patient's vns was not near end of life and that the patient was referred for vns replacement surgery in error. The surgeon did not have any other relevant information to provide.

Event description:
It was reported that the patient is experiencing increased seizures due to battery depletion. Patient was referred for vns replacement as a result. Additional information was received that the patient has not been seen by the neurologist since (B)(6) 2013 and that the neurologist does not have any other relevant information regarding patient. No known surgical interventions have occurred to date.